Manufacturer narrative:
According to the facility the balloon deflated while in place in a patient requiring the foley catheter to be replaced. Per the facility the balloon was inflated with 10 milliliters of sterile water. Per the facility the patient did not incur a serious injury related to the reported incident. The sample was requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the balloon deflated while in place in a patient requiring the foley catheter to be replaced.